Event description:
Physician deployed the catalyst iii in a male patient. The sr. Technician was instructed to remove the catalyst iii and was not able to do so. The patient was experiencing some pain when the technician asked the physician to assess the situation. Physician tried to remove the catalyst iii and the patient experienced some pain. It appeared the catalyst disc had been deployed in a stent. Physician decided to take patient to surgery to have the device removed. During surgery it was confirmed catalyst iii disc was deployed in a stent. The catalyst was successfully removed with no further issues reported following the surgery.

Manufacturer narrative:
DHR review indicated that the device lot met all established performance criteria prior to shipment. The device was returned for physical investigation. Conclusion: physical investigation showed damage consistent with the device being deployed in a stent and being removed through surgical methods. No device performance issue reported regarding intended use. No further patient complications follow surgical removal of device.